Event description:
The complainant reported that an implanted impella 5.5 pump began to trigger placement signal position in aorta alarms during patient support. Positioning was verified via x-ray and the functionality of the pump remained unaffected. The alarm was disabled and support with the implanted pump continued. The pump was eventually weaned and explanted. There was no patient harm reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Data logs were investigated and the position in aorta alarms were confirmed on 11/1. During this time, all 5s parameters are within specification and stable. Pump flows are also within specification, however, they're extremely unstable. The final position in aorta alarm triggers early in the morning of 11/2, and from that point forward pump flows start to stabilize as well. Clinical details report that x-ray confirmed that the pump was in good position when the alarms were triggering and that positioning monitoring was never disabled. Additionally, the patient was on venous-arterial extra corporeal membrane oxygenation and three units of blood were administered during the evening of 11/1. Finally, it was confirmed that the console in the field was using software v12.2. Product was not returned for investigation. Based on clinical details and data log review, the root cause of the optical signal issues was determined to most likely be patient condition. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.